Manufacturer narrative:
Field service engineer arrived for the "no fluoro" issue and was told the complaint was of dark fluoro images on infimed. Fse performed fluoro and rad shots using the delta imaging phantom in all mag modes. Fse discovered the window and level settings were changed to 4095 window and 3660 level settings on fluoro images making them dark. Fse adjusted to standard 4095 window and 2048 level settings and advised the radiology tech of the setting being changed. Performed operational verification per maintenance section of service manual. System returned to full service by the customer.

Event description:
In 2009, customer reports there was no fluoro capabilities during a loopogram of a male. No pt or staff injury reported.